Event description:
It was reported that the right ventricular lead exhibited high pacing thresholds. The lead had dislodged due to twiddlers syndrome. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found normal device characteristics.